Manufacturer narrative:
Of the four devices, four lot numbers were provided and lot history reviews were performed. All the four devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions. For two malfunctions, the investigations are confirmed for filter tilt. For two malfunction, the investigations are inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no: gfxc3779).

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of device. This information was received from various sources. This malfunction involved all four patients with no consequences. Of the four patients, three patients' ages were reported to be between 58-76 years and two patients¿ weight were reported to be between 235-266 lbs, three patients were reported as male, and one patient was reported as female. All other patient details were not provided.